Event description:
It was reported that upon starting the metra, message code 80 (low battery) was immediately shown. It was noted that the device was correctly stored since the previous perfusion. Additionally, the clinical specialist (cs) confirmed that the device was plugged in properly and multiple outlets were tried. The perfusion was successfully completed with the device plugged in. However, it was noted that message code 80 was present for the entire perfusion and was not able to charge above 50 percent.

Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se was able to replicate the fault. Battery a was found to be fully charged, while battery b was around 50 percent on the display. It was observed that the powerbase fan did not function. A broken wire at the powerbase board (pbb) connector was found. Therefore, the se replaced the pbb, batteries, and pbb fan assembly to restore appropriate charging to both charging channels. Subsequently, the device passed all testing.